Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self-test, off no power, and unexpected restart error test. Unable to perform basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm due to cracked end cap. Test reservoir does not lock properly inside the reservoir tube. No crack found at lcd glass. Unit was received with minor scratched display window, broken battery tube threads, broken reservoir tube lip, and missing endcap sticker.

Event description:
The customer reported via phone call that the top of the reservoir compartment was broken. The customer was unable to prime correctly, the piston pushed the reservoir out. She glued the pieces and it worked for a while but it broke again. The insulin pump looks worn and it had cracks on the display window of the lcd screen. Customer's blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.